Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that during closure of anvil head, the surgeon noticed the cdh33 indicator in the gap setting scale, did not move towards 1mm mark. It seemed to get stuck at the 2.5mm mark. The register fired the device and no crunch was heard, so the surgeon fired the device and no crunch was heard. The staples were not formed properly. The blade did advance. The anastomosis was high enough to allow a second cdh33 to complete successfully. There was no further consequence to the pt.